Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found leakage on a bd q-syte¿ luer access split septum with 15 cm (6 in.) Small bore extension set during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: per review of the DHR it was concluded that all required challenges samples and testing was performed in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. 6280555-(B)(4) ea units were built on (B)(4) from oct 11, 2016 to oct 12, 2016. No qn¿s were initiated during the production of the lots mention above. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis; observations and testing: received one used q-syte connected to an extension set along with a 2ml bd slip luer syringe. Visual/microscopic examination: the septum was molded using the 32 cavity mold. ¿ damage (tears) was observed on the slit of the septum top disk. ¿ column damage (tear) was observed. ¿ observed the septum top disk was partially unglued from the rim of the q-syte top body ¿ residual septum material and adhesive was present on the rim of the top body ¿ damage (tears) was observed on the septum bottom disk/slit (unit was disassembled after water/leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated position. The unit leaked through the vent hole when the unit was tested on the actuated position. Damage (tears) was observed on the slit of the top and bottom septum disks and on the column wall. Investigation conclusions: the unit leaked through the vent hole when tested on the actuated position. A definite source that contributed to the tears (top-bottom disks and column wall) could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. The septum separation from the top body was most likely introduced by external forces. An evaluation of the separation location confirms that residual septum material exists on the rim of the top body. This is an indication that a bond was provided during the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.